Event description:
It was reported that an expired device was implanted. The drug in the pump was unknown.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).